Event description:
It was reported that the patient's implantable pulse generator (ipg) reached elective replacement indicator (eri). During a routine echocardiogram prior to replacement of the ipg, vegetation was found on the right atrial (ra) and right ventricular (rv) leads. The entire device system was explanted and the patient was treated with antibiotics prior to replacement of the device system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.